Event description:
"Leaking during the surgery, delayed the case. Took longer to finish case as per m.d."

Manufacturer narrative:
Upon receipt and eval of the incident device, a follow-up report will be submitted.